Event description:
It was reported that the patient's implantable neurostimulator (ins) migrated and was replaced. The patient recovered without sequelae. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3889-28 lot# v675654 serial# implanted: 2011-(B)(6) explanted: product type lead product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. (B)(4).